Manufacturer narrative:
The device manufacture date is unknown.

Event description:
It was reported that a patient had an 8 beat run of ventricular tachycardia (vtach) and the dash monitor did not provide an alarm. This event was self limiting and there was no medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.